Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 63-year-old male patient in a cardiogenic shock/cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient on impella 5.5 support experienced numerous runs of ventricular tachycardia. The patient was treated with antiarrhythmics and another time was treated with lidocaine. Echocardiogram was performed and correct placement of the impella was verified. The issue resolved. The patient's outcome at time of explant was noted as survived.

Manufacturer narrative:
The investigation for venticular tachycardia (vt) has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt was not determined.